Manufacturer narrative:
(B)(4). Date sent: 02/28/2020. D4: batch # t5cw4w. Device analysis: the analysis results found that the sr75 reload was received with no apparent damage. The reload was returned fully fired. No functional test could be performed due the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during radical resection of right colon cancer, malformed staples were noticed after the second firing for digestive tract reconstruction. After the device was fired, it was noted that some staples were malformed with irregular shapes. Suture was used to oversew. There were no adverse consequences to the patient. No additional information could be provided.